Event description:
The physician intended to implant a 2.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the lad. The lesion was very calcified and it was reported that it was a requirement to perform the case quickly due to the patient's condition. During the balloon inflation it was noted that the endeavor sprint stent was no longer present on the stent delivery system. The stent had slipped off the balloon prior to use. The stent was located on the floor of the cath lab. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusions: stent slippage most likely due to an incorrect sheath removal technique. Evaluation summary: the stent was returned off the balloon. The balloon had been inflated. Two stent segments on each side of the stent were relatively intact. The remaining stent segments were severely stretched. The inflation lumen was partially flattened. Crimp impressions were evident along the balloon.